Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed initial power-up and the real time clock was offset. The device logs were not able to be obtained. The device's power management board was replaced to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.